Manufacturer narrative:
The customer's sample are not available, the lot number not known, so tests on archival samples were not possible.

Event description:
Pharmacist called on behalf of members mark pen needle patient with complaint. Pharmacist did not have permission to share patient contact info. He (pharmacist) said he would reach out and encourage the patient to call us. Seems like patient had a needle break off into skin - but not confirmed.